Event description:
During robotic surgery for colectomy, partial with anastomosis, surgeon was in the middle of surgery when the instrument stopped working and the screen monitor read "tip is exposed, press swipe arm to have control." Device was removed from the field. No patient harm.